Event description:
The initial reporter received questionable altl alanine aminotransferase acc. To ifcc without pyridoxal phosphate activation results for one patient tested on a cobas c 501 module. The customer reported "the qc for this assay has been good." The patient's initial altl result was reported outside the laboratory. The customer performed system maintenance on the c 501 module prior to repeating the patient's samples. The customer performed repeat testing on the same analyzer. The patient's initial altl result was 57 u/l. The patient's repeat altl result with a 1:2 dilution was 38 u/l. The patient's undiluted repeat altl result was 38 u/l. The patient's repeat altl result with a 1:10 dilution was 9 u/l. The patient's repeat altl result with a 1:2 dilution was 25 u/l with a data flag. The altl reagent lot number was 567727 with an expiration date of 31-oct-2022.

Manufacturer narrative:
The customer performed a visual inspection of the patient's sample and reported the sample was "cloudy." The field service engineer performed a system cleaning, mechanical checks, and precision testing. The customer performed calibration with acceptable results. For dilution testing, product labeling states "dilution of samples via the rerun function is a 1:10 dilution." The investigation is ongoing.

Manufacturer narrative:
The customer's calibration and qc results, and system alarm trace were requested but not provided. After service, no further issues were reported by the customer. The investigation determined the service actions resolved the issue.